Manufacturer narrative:
A sample has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A customer reported both cutting performance and aspiration were poor during a procedure. The probe was replaced and the procedure was completed. There was no pt harm or injury reported.